Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision procedure was to convert hemi hip arthroplasty to total hip arthroplasty. Surgeon unsuccessfully attempted to remove femoral head from stem. Surgeon attempted this action for more than 60 minutes. Surgeon stated there was no signs of corrosion between stem and head. Stem was well fixed. As a result, case was delayed and surgeon had to utilize the previously implanted femoral head along with a 26mm liner. Surgeon implanted a 52d tritanium shell (502-03-52d lot: dp1wxh), 6.5 screw (2030-6530-1 lot:vh7r8w), 26d liner (623-00-26d lot: mnp43l).